Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70 serial number: (B)(6). Batch/lot number: 2000019004 model/catalog description: artisan lead 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient has not been able to charge his implantable pulse generator (ipg). The patient underwent ipg and lead replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 2000019004. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4). Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that patient has not been able to charge his implantable pulse generator (ipg). The patient underwent ipg and lead replacement procedure and was doing well post operatively.